Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving multiple patients. This is the third of four reports. Refer to 8030647-2022-00005 for the first report. Refer to 8030647-2022-00006 for the second report. Refer to 8030647-2022-00008 for the fourth report. It was reported that the closed suction catheter was found to be defective during use; the catheter was inoperable and seemed to have complete occlusion. There was no injury reported.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 26jan2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Database and identified as complaint (B)(4). Device not returned.

Manufacturer narrative:
Correction: h6 component code. The device history record for lot 30142958 was reviewed and the product was produced according to product specifications. All information reasonably known as of 16 mar 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.